Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced repeated alert 38 motor stall alarms and multiple restarts, after which a dry run delivered 165 units and the user was advised to change supplies. Symptoms included high glucose. Outcomes included no reported medical intervention or hospitalization. Investigation included telephone troubleshooting and user education, including a dry run to assess motor function and recommendation to replace disposable components. Investigation of this case revealed a reported motor stall alarm condition consistent with an intermittent delivery obstruction or supply issue, with device function appearing normal during the dry run and no specific lot information available to assess consumables. It was concluded, based on previously established findings for similar reports, that the cause was likely use-related or consumable-related obstruction leading to consecutive motor stalls. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.